Event description:
A tech reports a pt was undercorrected in the left eye following refractive surgery. An enhancement procedure was performed approx 8 months following the initial procedure. The pt's manifest refraction at one week post-enhancement was +.25-.75 x 0040 and ucva was 20/20. Upon review of a returned questionnaire, it was noted this pt's right eye also exhibited an undercorrection. This report for the left eye, the right eye will be reported on report # 3003288808-2012-000077.

Manufacturer narrative:
A review of this system's service history shows the laser was verified successfully prior to the reported and after the reported event. Logfile review from the date of this event shows this pt's treatment was completed to 100% without any user or system induced issues or interruptions. All laser system functions were within specifications throughout the case. A root cause has not been identified, as the system was operating with specification. (B)(4).